Event description:
The device was used during an unspecified procedure. Reportedly a component disengaged from the instrument into the pt's cavity and was retrieved by the surgeon without injury to the pt.